Event description:
The customer reported approximately 100 milliliters of clear fluid leaked under the right side of the instrument involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. There was no impact to patient care. The customer¿s biomedical engineer discovered the sample tubing to the diff mixing chamber had become disconnected and replaced the tubing to resolve the fluid leak issue. The instrument was returned to normal operation. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue at the facility. (B)(4).